Event description:
It was reported that patient experienced an infection. As a result, surgical intervention was undertaken wherein the entire system was explanted at unknown date to address the issue.

Manufacturer narrative:
Date of event is estimated. D6b - date of explant is unknown. During processing of this complaint, attempts were made to obtain date of explant. Further information was requested but not received.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. Analysis of the returned ipg did not identify any anomalies and the device communicated with lab utilities. Production records pertinent to packaging and sterility were reviewed for the returned product and no nonconformances were found. Packaging and sterility review: final packaging production record showed no nonconformances recorded. Sterility record for sterile batch showed no nonconformances recorded. Batch production record showed no nonconformances recorded.

Manufacturer narrative:
Corrected data. B5 - describe event or problem. A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient experienced an infection. The location of the infection was unknown. As a result, surgical intervention was undertaken wherein the entire system was explanted at unknown date to address the issue.